Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented remotely. It was revealed that during a recent generator change, the atrial and ventricular leads were inserted in the wrong header ports on the new device. A lead revision was performed to reposition the leads. The patient was stable.

Manufacturer narrative:
Correction: - manufacture date is apr 16, 1998 rather than apr 22, 1998.